Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the handle with mini quick coupling was not grasping on to the screwdriver shaft. The issue was observed during testing. There was no patient involvement. Concomitant devices reported: unk - screwdrivers: shafts (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- the handle with mini quick coupling (p/n: 311.01, lot #: a4fn068) was returned and received at us cq. Upon visual inspection, there were scratches and slight discoloration observed on the device but has no impact on the functionality of the device. No other issues were identified with the returned device. The customer reported the device was not grasping onto the screwdriver shaft. The repair technician reported the tip does not hold bit. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The complaint condition was confirmed for the handle with mini quick coupling (p/n: 311.01, lot #: a4fn068). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 311.01; lot number: a4fn068; per jde, manufactured date: 10/09/1996. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure, no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.